Event description:
It was reported that upon review of stored device memory in-clinic, the health care professional (hcp) noted a stored episode where this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited oversensing of noise that resulted in pacing inhibition with greater than two seconds of asystole. The patient is pacemaker dependent. Technical services (ts) reviewed the stored episode and discussed the noise appeared consistent with myopotentials, and discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon review of stored device memory in-clinic, the health care professional (hcp) noted a stored episode where this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited oversensing of noise that resulted in pacing inhibition with greater than two seconds of asystole. The patient is pacemaker dependent. Technical services (ts) reviewed the stored episode and discussed the noise appeared consistent with myopotentials, and discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that the patient was seen for in clinic follow up. Noise was able to be reproduced with patient isometrics while the patient was laying down. The cause of the noise was suspected to be related to muscle myopotentials. Programming changes were made to sensitivity and monitoring will be continued.